Event description:
The pt reported her insulin infusion device fell off her body into a bucket of water when she was washing her floors. She stated she switched to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was requested to be returned for eval.